Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported looseness at the coupler section, and the rigid scope connecting section cannot be fixed during inspection for use, involving an olympus camera head. There was no patient involvement reported.